Event description:
It was reported to boston scientific corporation that a hydratome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the procedure was completed with this device with no problems. However, at the end of the case they noticed that the cut wire on the tome had broken and it would not have been able to be used again if it was needed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Visual evaluation of the returned device found that the exposed cut wire was bent and broken. The broken ends of the cut wire appeared blackened. One end of the broken cut wire remained attached to the anchor at the distal pierce hole. The other end of the broken cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken sections of the cut wire remained attached to the device. The outer diameter (od) of the exposed cutting wire was measured and found to be within specification. The working length extrusion was ripped from the brown marker where the guidewire opening ends to the tip, ripping the tip. Review and analysis of all available information indicated the most probable root cause for this event was "operational context", likely due to the procedural factors/generator settings. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a hydratome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the procedure was completed with this device with no problems. However, at the end of the case they noticed that the cut wire on the tome had broken and it would not have been able to be used again if it was needed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The patient's age is unknown; however, it was reported that the patient is over 18 years of age. Device component relates to device problem for the event cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.